Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically showing a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The caller was instructed on verifying insulin levels and performed a bolus to update the insulin estimate display, and cts assisted in reloading the cartridge. Caller agreed to monitor the situation and follow up if necessary.